Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, inflation difficulties were encountered. The physician was attempting to direct stent an in-stent restenosis in a bare metal stent with the taxus express2 3.5 x 16 mm drug eluting stent. He was unable to deploy the stent. He then retrieved the stent back into the guide catheter. Following pre dilation of the lesion, he was able to successfully deploy another taxus express2 drug eluting stent in the lesion. The patient is reported to be doing well. No additional info is available.